Event description:
It was reported by service report that the gas fowler cylinder was stuck in the up position and the latching springs were missing causing the siderails to intermittently latch up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.